Event description:
It was reported to the manufacturer that high lead impedance resulted from both a systems and a normal mode diagnostic test at a routine follow up visit. There was no report of trauma or manipulation of the device that could have contributed to the event. Further follow up with the treating physician revealed that there is no believed cause for the event. Additionally, there was no report of any adverse events. X-rays were reviewed by the site and it was communicated that "there appears to be an issue with the lead". The x-rays have not been sent to the manufacturer for review. Surgery is planned, but has not been scheduled.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.